Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No lot number or product evaluation sample is available, a detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional patient/event information has been requested but was not available at the time of this report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 31, 2016. (B)(4)

Event description:
Complaint received from a healthcare professional reporting an adverse event and a flow issue with the device. Reporter stated that the device was used in a patient who had undergone an anastomosis of the bladder. The urine did not flow through the tube which resulted in acute urinary retention and a rupture of the surgical site. The device was removed, no further patient details including treatment or outcome were reported.

Manufacturer narrative:
This supplemental report is being submitted as additional information has been provided regarding the reported event. It was confirmed that there was a total of four (4) devices used on the same patient. It was stated that three of the devices caused urine blockage and that the fourth one contributed to the bladder globe. There was no way to confirm information on how each device caused the suture to come apart. It was also reported that each device used in the procedure was used to replace the prior unometer device. It was noted that the fourth device was removed and replaced with a non convatec product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.